Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Site declined to replace the suspect articulating arm. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A site biomed representative reported a site navigation system articulating arm that was damaged. The locking mechanism is unstable. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.